Event description:
On (B)(6), 2009, the pt was implanted with five gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2010, a reintervention occurred to treat an enlarging aneurysm and a large type-3 endoleak between two stent graft segments in the right common iliac artery. The pt was implanted with an additional gore excluder aaa contralateral leg component. The type-3 endoleak was resolved. Final aortography showed a small type-2 endoleak from a collateral vessel of the right hypogastric artery. The pt was stable upon completion. No further complications have been reported. The physician will continue to monitor the pt.

Manufacturer narrative:
Method - a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Additional gore devices related to this event: (B)(4), (B)(4). Conclusions: as stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak.